Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The alleged system error 322 was confirmed through the event history log, but was unable to be reproduced. It has been determined that the upper and lower aux were the failing components which caused this error. The upper and lower aux assemblies were replaced. System error 322 will occur when the pump transitions form the door open state to the door closed/set-loaded state and the lower link switch does not activate

Event description:
It was reported that a spectrum pump was displaying "system error 322". The technician was not aware of any patient injury or involvement.